Event description:
Provoked ventricular fibrilation. Atrial sensing not functioning. Patient was reported to be in good condition. No device anomalies were found during testing at carditron in halle, germany.